Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
Complaint from foreign hospital that the lift mechanism on the system 9800 super c requires annual replacement of the power supply. There was no adverse pt involvement reported. There was no pt information reported.